Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation muct be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered.

Event description:
It was reported that after the ablation in the left pulmonary vein, the patients' blood pressure dropped and a cardiac tamponade was discovered. Medical intervention administered was drainage of fluids.